Event description:
A report was received from a consumer who claimed to have injured their os eye while inserting a freshlook color lens. The consumer reported severe pain, swelling, and redness, and sought treatment at an urgent care center where the consumer was reportedly told that the lens was "nicked". Medical records indicate that the diagnoses included corneal abrasion, traumatic conjunctivitis, and iritis (but with no anterior chamber reaction). The consumer saw a series of physicians who prescribed medications to include antibiotics, steroids, pain killers, and extensive use of cycloplegic agents for > 2 years. The abrasion cleared quickly, but the consumer has reportedly continued to experience headaches, photophobia, blurred vision, and ciliary spasms, and is reporting some degree of disability. The best corrected vision is currently reported as 20/25 in the left eye, but pre-event acuity is unknown.